Event description:
Additional information received reported ¿they¿ were trying to get the pump out for the end of october or beginning of november because of ¿so many nightmarish problems¿. The health care provider (hcp) continued to decrease the medication by 15 percent every two weeks. It was reported the patient had gone through ¿non-sense¿ the pump was ¿way over-rated¿. It was reported it was not the pump; it was the hcp and drug. It was reported this had been going on since implant. Every time the reporter said something to the hcp, the hcp would just say it was the drug. It was reported the patient had been in the hospital six days after implant; however, no reason was provided. It was reported ¿to a point¿ it was the drug. It was reported a hole had to be drilled in the bone because of the patient¿s fusions however the reason for the need was not provided. It was reported the line had a kink in it. When the patient was in the hospital, they were not even at the right hospital the hospital that was across the street was the one affiliated with their pain management. It was again reported the device would be coming out; the patient was being weaned down and had gained thirty pounds back from the (B)(6) he lost in five months. The patient reportedly couldn¿t eat, sleep or function as a human being. It had been believed the patient would be going back to work however that hadn¿t happened. The reporter questioned if it was necessary to change the medication, dilaudid, every 90 days. It was noted the hcp was throwing 3/4th of the medication away because they were decreasing it. The last change had been on (B)(6) 2013 and the patient ¿just had this done on wednesday.¿ no further information was provided. The device had previously delivered fentanyl and currently delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had been ¿in hell¿ since implant. One week after implant, at 3am, the patient was in severe pain and was brought to the emergency room (ER) where he was given 2 shots of dilaudid and 1 shot of toperal. The patient and patient¿s wife was asked if the pump was turned on. The same day, at 8am, the patient was brought to the healthcare provider¿s (hcp) office, as the hospital could not help the patient. The fentanyl was increased by 20%. The pump was running but the catheter may have had a kink where it ¿drops down then up into the spin¿. Once the medication was increased, the patient instantly felt pain relief. Four days later, the patient was in pain, which was persisting in the left hip area. The patient went back to the hcp and the medication was increased the next day for the patient¿s hip pain. On (B)(6) 2013, the patient had an allergic reaction. The patient had huge hives and welts, which lasted for 20 days. The patient was not on any oral medication or skin patches, but was taking benadryl and ¿w tex¿ for allergies and withdrawal. However, the patient was not going through withdrawal. It was noted that oatmeal baths did not help with the allergic reactions. On 2/20/2013, the patient was scheduled to have a refill, but the nurse did not want to do the refill because the patient¿s whole body had hives and there was a huge hive directly over the pump. The nurse called the hcp and told the nurse to fill the pump enough to last 24 hours. The next day, the pump was emptied. A saline wash was done and the pump was filled with dilaudid. Two days later, the patient was very ill and was vomiting. The vomit tasted like antiseptic, ¿like a dentist office¿. The reaction was reportedly due to the two medications mixing, the ¿morphine bridged together¿. The patient¿s blood pressure was 180/110 and his pulse was 110-120. The patient was going through overdose and withdrawal at the same time due to the ¿2 types of morphine¿ in his body and the patient had to be kept from ¿stroking out¿. Since that day, the patient lost 56 pounds. He experienced sleepiness and only slept for about 50 minutes continuously. He had not slept for more than 4 hours at a time. The patient had no appetite and was put on medication for anxiety. The patient experienced impotence and was having a hard time going to the bathroom. When the patient had to go to the bathroom, it could take up to 15 minutes for him to actually go. These were reportedly known side effects of the drug. The week prior to the report, the medication was decreased by 15% and was to be decreased by another 15% in 2 weeks. Due to the pump issues, it was being titrated down, due to ¿tunnel buzz¿ and then the pump was either to be stopped or filled with saline. The patient was given oral tramadol as needed and flexeril. The patient felt like a guinea pig. The current hcp gave the patient 90 days to find a new hcp, as he was no longer filling pumps. At the time of the report, the device system was used to deliver dilaudid at a concentration of 10 and daily dose of 1.478. No units of measurement were provided. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (b)(6 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).